Manufacturer narrative:
Additional information: d9, g3, h3, h6. - one unpackaged ar-14003, humeral sutureplate¿, 3-hole, serial/batch number 10042100, was received for investigation. - visual inspection noted no issues with the device. - functional testing confirmed that the screws could be installed and removed as intended. - no problem found. - refer to investigation photos. - the complaint allegation is not confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/12/2025, a sales representative reported via phone that an ar-14024 positioning handle broke off at the threaded connection where it screws into the ar-14003 humeral sutureplate. This occurred inside the patient while the surgeon was positioning the plate against the bone. As a result, the plate could not be used because the broken piece could not be removed from the plate. Both the handle and the plate were subsequently removed from the patient. No fragments were left inside the patient. The procedure was completed using a second ar-14003 humeral sutureplate from a different lot included in the kit. There was no delay in the case, and no additional anesthesia was administered. No adverse effects were reported during surgery. The patient¿s bone quality was assessed as good. This issue was discovered during a proximal humerus fracture procedure performed on (B)(6) 2025, with no reported patient harm.